Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the tip of the subject guidewire device was shaped using an introducer packaged to the subject guidewire device, inserted into the introducer, and an attempt was made to guide the microcatheter. The tortuous of the anatomy was severe, and after shaping it several times, a black piece peeled off from the subject guidewire device, and its use was discontinued. The subject guidewire device was replaced with the same product, and the procedure was continued and completed successfully. There were no observable intraoperative complications to the patient. No other information was provided.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, the guidewire was shaped several times, the introducer sheath was used when inserting the guidewire, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was severe, the same microcatheter (sl-10) was used to complete the procedure, and there were no observable intraoperative complications. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that the tip of the subject guidewire device was shaped using an introducer packaged to the subject guidewire device, inserted into the introducer, and an attempt was made to guide the microcatheter. The tortuous of the anatomy was severe, and after shaping it several times, a black piece peeled off from the subject guidewire device, and its use was discontinued. The subject guidewire device was replaced with the same product, and the procedure was continued and completed successfully. There were no observable intraoperative complications to the patient. No other information was provided.